Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-oct-25 the representative further reported that the model of the catheter was 8709 but the serial was not provided. After changing the catheter, last operation, everything was now good for the patient. They did not know the cause of ¿the catheter the spinal channel¿.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in denmark who was receiving an unspecified medication via an implantable pump. Information was received which indicated this unknown pump was implanted in 2009. In 2014 the patient experienced more spasticity and on (B)(6) 2014 the pump was replaced.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider via the representative indicating that the on (B)(6) 2014 the patient had increased spasticity and sweating. They increased the pump daily dose with 20 %. This was not working, so they program the pump for minimum rate and gave the patient oral medicine from (B)(6) 2014. A computerized tomography (CT) scan occurred on (B)(6) 2014 to look for leaks and bent catheter. They observed a bent catheter and managed to fix the catheter by straightening out the catheter out. They replaced the pump without replacing the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.